Event description:
It was reported that the device failed during use. Per the dfu, the customer flushed the line with 2ml during use. According to the customer, this is too much and caused the line to break. They then used another unit from the shelft and flushed with 1 ml and reportedly it was fine. Lot number and occurence date unknown. Update 7/12: follow up with customer ((B) (6) at (B) (6)) confirms that the complaint was actually on the balloon and that it burst during use..

Manufacturer narrative:
As reported by customer, (B) (6), at (B) (6) hospital, device was not saved and is not available for evaluation. Lot number is unknown, therefore a device history record review could not be performed. This event was determined to be reportable following edwards standard procedures.